Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the reported lot and serial number. No abnormalities were found related to the reported information. This device passed final testing prior to release. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding , dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Following several unsuccessful cavity integrity assessment (cia) tests during a novasure endometrial ablation the physician did a hysteroscopy and saw a uterine perforation. No treatment was needed for the perforation and the patient was discharged home following a brief recovery period. The physician reported on (B)(6) 2011 that the patient has been seen on follow-up and she is doing fine. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.